Event description:
The pt received his scs system on (B)(6) 2009. It was reported on (B)(6) 2010 that his charging system would not turn on. In an effort to resolve this matter, a replacement charging system was shipped to the pt. No further info is available at this time as all attempts to confirm resolution have been unsuccessful. This report is being submitted as a precautionary measure as this event could lead to the explant of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.